Manufacturer narrative:
Other, other text: d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plastic case is cracked on the front corner. Patient involvement unknown. The outcome of the event ongoing.

Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the device was received very dirty. The front cover has multiple scratches. Water tank cover has cracks on top right and bottom left corners. Pole clamp was discolored and scratched up. Line cord was faded and worn. Quick connect was corroded. The enclosure has a crack under the quick connect. The plate clip was discolored. The complaint was confirmed. The root cause of the cracks in the water tank was the customer using too much force when tightening the water tank screws. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced water tank cover, membrane switch, quick connect, enclosure, plate clip, line cord, pole clamp, reflux plug, front cover, and the hl-90 switch label. Performed preventative maintenance (pm) and calibrated the device. Device passed all functional testing after the completed repairs.